Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Battery changed but the issue persisted. Customer's blood glucose was 132mg/dl at the time of incident. Self-test was not possible due to missing segment. The product will be returned.

Manufacturer narrative:
Pump passed the displacement, self test and passed the delivery accuracy test. No missing segment/partial display anomaly during test.